Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during balloon-assisted coil embolization of an acomm aneurysm, the implant coil did not detach and during withdrawal, the coil stretched and then detached in the microcatheter. The microcatheter was retracted; however, the coil was not able to be fully captured with the microcatheter. Attempts were made with a snare device to retrieve the coil, but they were unsuccessful and the coil advanced to the mca bifurcation. A stentriever was used to successfully remove the detached coil. There was no reported patient injury.